Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 107) was confirmed. As received, the monitor was resetting. Upon evaluation, the monitor failed a flash test at bga components u102, u105, u104, and u105. The cause of the code 107 is the flash memory failure. The root cause of the flash memory failure cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing service code 107.